Manufacturer narrative:
Device is an instrument and is not implanted. Eval of the device is in process. No conclusions can be drawn at this time.

Event description:
During a minimal invasive procedure using the spirit system l4 to s1, the tip broke off the cannulated tap at s1 and could not be retrieved from the sacrum.